Event description:
The customer reported the unit would not power up. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the unit would not power up. No pt involvement was reported. The customer resolved the issue by reseating the battery. The device remains at the customer site.